Event description:
It was reported that the clinicians had under infusions of secondary anti-biotics, particularly vancomycin. There was volume left over when the infusion should have ended. The most recent event was "a couple days ago." The clinician stated that it may be due to the pharmacy "overfilling the IV bag." The product issue was observed by bd associate during site visit. There was patient involvement but impact is unknown. Although requested further information was not provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.